Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The company representative (rep) reported low impedances. The impedance measured from the implantable neurostimulator (ins) on the left side was 35 ohms, couple 8-11. During the revision the impedance measured on the lead was 25 ohms, couple 10-11. It was possible "see a little fyed" conductor near the contact #11. The patient felt jolting sensation during ins programming. The physician reconnected the lead to the extension, and action was not yet planned. It was noted during the revision the ins was moved from the subfascial pocket to a subcutaneous pocket. After the revision the impedances were okay. The physician will plan a lead replacement if the impedances were still low at the next follow up. The rep reported two weeks later that the patient was doing okay. It was confirmed that nothing was explanted. The next follow up will be in september or when needed. If additional information is received, a follow up report will be sent.